Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the patient, there was air in the patient line. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted global technical services (gts) regarding assistance with a check patient line alarm while using the homechoice (hc) during the initial drain. The patient explained there was a one inch long air bubble in the patient line. Gts helped the patient end therapy. The patient elected to start over with new supplies. No injury or medical intervention was reported.